Manufacturer narrative:
(B)(4). To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the transvaginal mesh is killing. It was also reported that one has to watch the patient die from the failed mesh implant. No additional information is available.